Manufacturer narrative:
H1 updated from malfunction to serious injury.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced. Reportedly effective therapy was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient controller was displaying "replace generator soon" message. It is unknown if the elective replacement indicator (eri) message was triggered.